Manufacturer narrative:
The customer reported that rooms 1 and 7 were sending the vitals to the wrong tiles on this central nurse's station (cns). According to the customer, bed 7 was showing the vitals from bed 1 and bed 1 was showing the vitals from bed 7. Technical support (ts) asked the customer to un-monitor both beds on the cns. Ts then had the customer re-name the bed-ids on the bedside monitor (bsm) to their according rooms. Ts finally had the customer re-monitor the beds to their respective rooms to resolve the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that rooms 1 and 7 were sending the vitals to the wrong tiles on this central nurse's station (cns). According to the customer, bed 7 was showing the vitals from bed 1 and bed 1 was showing the vitals from bed 7. There was no patient injury reported.